Event description:
Customer reported that the pump battery was depleting too fast, but this did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.